Event description:
It was reported the parkinson¿s disease patient¿ implantable neurostimulator (ins) experienced ¿premature¿ battery depletion.¿ the I ns reportedly ¿had a short longevity (about 18 months) in comparison with the previous one which lasted approximately four years (with the same stimulation parameters ¿ double monopolar stimulation).¿ impedances were ¿normal¿ according to the patient¿s physician. The patient¿s ins had reached end of service (eos) and was to be replaced as a result of the event. It was noted the ins had reached eos in (B)(6) 2014. The issue was reportedly resolved at the time of initial report. The patient was alive with no injury at that time. The patient was ¿well and the therapy was effective¿ following the replacement of the ins. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Please note the implant date is only accurate to the month and year. (B)(4).